Manufacturer narrative:
H3: product analysis for dm0010faa with lot#: 3259/24: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the perforator did not stop after cutting through the skull. No patient impact reported. The procedure was completed with the backup product. Upon followup it was confirmed that there was no patient impact.

Manufacturer narrative:
H3: product analysis for dm0010faa with lot#: 3259/24:no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Section d9 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation could not reproduce the reported malfunction of that continuous to run. The likely cause of failure is perpendicularity/ bone thickness/ porous bone/ adherent dura mater/ trepanation close together/ cleaning the cutting edge of the cranial drill bit. It was also noted easydrills drilled four holes regularly, auto stop worked correctly as expected, and no malfunctions or non-conformities were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.